Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed multiple cartridges and syringe needles to resolve the issue. Customer's blood glucose ranged from 396-397 mg/dl.